Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse in 2011 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that post implantation, patient experienced pain, erosion, infections, urinary/bowel disturbances. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 06/09/2016. Additional information: other relevant history. It was reported that following insertion the patient experienced abdominal pain, dyspareunia, hot flashes, and depression. It was also reported that patient concurrently underwent laparoscopic supracervical hysterectomy with morcellation of specimen.

Event description:
It was reported that following insertion the patient experienced abdominal pain, dyspareunia, hot flashes, and depression. It was also reported that patient concurrently underwent laparoscopic supracervical hysterectomy with morcellation of specimen.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted due to pelvic organ prolapse, menorrhagia and stress urinary incontinence. The patient experienced pain, erosion of her internal tissues. The patient has undergone additional surgeries and revisionary procedures. It was reported that post implantation, the patient experienced pain, erosion, infections, urinary/bowel problems.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Corrected narrative: it was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2011 and a sling was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.